Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose level was 600 mg/dl at the time of incident and other blood glucose level was 143 mg/dl. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer¿s father also reported that the insulin pump had received power alarms and battery issues. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.